Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up. Noise was observed on the rv lead. The lead remained in service and the patient would continue to be monitored.